Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I accidentally swallowed the tablet [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega denture cleansing tablets) tablet (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started corega denture cleansing tablets. On an unknown date, an unknown time after starting corega denture cleansing tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega denture cleansing tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega denture cleansing tablets. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on 05dec2022. The consumer reported, "hello, I'm calling about the corega tablet. I accidentally swallowed the tablet, what should I do now. The package mentions that allergic reactions may occur if swallowed. You can't help any further. Okay, I'll call the doctor, thank you very much".